Event description:
A customer contacted baxter's technical service center to request assistance ending therapy on the homechoice (hc) machine during dwell 1. The home patient (hp) stated she started therapy without connecting to the patient line. The hp then connected during dwell 1. The technical service representative (tsr) assisted the hp to end therapy on the hc. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated she was able to resume therapy without any adverse events. The hp stated she was advised not to connect to the patient line after starting therapy. The hp also stated she notified her nurse of the incident. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported use error was confirmed. The root cause was undetermined. The lot number was not available; therefore the batch review was not performed. A labeling review was performed and found to be acceptable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.